Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have alternate insulin therapy, therefore, the customer was treated at the emergency room (ER ) with insulin injections. The customer's bg level was stabilized from 412 mg/dl to 334 mg/dl. The customer left the ER approximately 8 hours later, and reported being ¿okay¿ after leaving the ER.